Manufacturer narrative:
Concomitant products: product ID 8703w lot# l47427 implanted: 1997-12-16 product type catheter. (B)(4). Final analysis of the pump found the pump-head to be deformed and residue to be in the gear-train. Dispense and infusion testing indicated intermittent overinfusion. The inconsistent dispensing was believed to have been caused by the condition of the pump tube. A combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube. Also, residue was seen throughout the pump-head, on the pump tube, and on the motor rotor shafts.

Event description:
It was reported that the pump had been prophylactically removed to avoid in-vivo battery depletion. It was noted that there had been an elective replacement indication (eri). There was no injury related to the event and the patient recovered without sequela. One week later, it was reported that the pump had been at end-of-service (eos). The drugs used in this system were hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information later provided indicated multiple volume discrepancies during pump refills; however, there was no allegation of volume d iscrepancy and all of the volume discrepancies were within specification. During a refill on (B)(6) 2011 the expected residual volume (erv) was 1.4ml while the actual residual volume (arv) was 3ml; on (B)(6) 2011 the erv was 2.6ml while the arv was 4ml; on (B)(6) 2011 the erv was 2.4ml while the arv was 4.8ml; on (B)(6) 2012 the erv was 2.7ml while the arv was 4.5ml; on (B)(6) 2012 the erv was 5.2ml while the arv was 8ml; on (B)(6) 2012 the erv was 9.5ml while the arv was 11ml. During an appointment on (B)(6) 2012 there was concern that the pump catheter system may have not been fully function; therefore a catheter dye study was scheduled. The results of the catheter dye study were normal. It was later reported via the nurse that they did not have any issues with the infusion system.